Manufacturer narrative:
Postsurgical complications are rather common occurrences. Paresthesia can occur in the mandibula if implant is placed in vicinity of the alveolar nerve. Most of these cases resolve themselves. This event is reportable per 21 cfr part 803. Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803.

Event description:
According to the available information the patient received one ankylos 3.5 8mm dental implant in position #30 (fdi 46) on (B)(6) 2022. The implant was subsequently removed (B)(6) 2022, according to the information due to infection pain and paresthesia. According to the data we have received the pain and numbness started to subside as soon as the implant was explanted. Postsurgical complications are rather common occurrences. Paresthesia can occur in the mandibula if implant is placed in vicinity of the alveolar nerve. Most of these cases resolve themselves. It was reported that a patient experienced a dental implant loss.